Event description:
The caller reported difficulty with the pump's quick bolus/wake button, which required multiple presses to activate the pump screen. There was no adverse impact on the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.